Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in the hospital for heart failure, it was noted that the patient experienced an episode of ventricular fibrillation. It was noted that the device delivered therapy for the episode, but the shocks were unable to convert the rhythm. External defibrillation was used to convert the rhythm. The device was then found to be in backup vvi mode after external defibrillation was used. The device was explanted and replaced. The patient was stable in the recovery room.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi and inadequate therapy was confirmed in the laboratory. Review of the device image revealed a power-on reset. The cause of the reset could not be determined. The device was tested on the bench and the high voltage output circuitry was found to be damaged. The cause of the damage could not be determined.